Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from the patient¿s wife regarding the patient. They reported that they would like to have so meone sit down with them and the patient, to show them how to use the recharger and programmer. The caller stated that the patient has not used their therapy in over a year, and considered that there was a gradual change in therapy/symptoms. The caller noted that the implantable neurostimulator (ins) was shut off about over a year ago because the patient had heart surgery. The patient has not charged the device in over a year. The caller mentioned that the patient¿s memory is bad, and they need to have someone show them how to use the external equipment. The caller noted that the patient¿s managing physician had passed away. It was reviewed that any physician managing the patient¿s care can request a manufacturing representative to meet the patient and interrogate the ins. Overdischarge was reviewed with the patient and it was reviewed when a device is overdischarged a doctor would have to use a clinician programmer to restart the ins. No further complications were reported. The patient was implanted for failed back surgery syndrome. Additional information was received from the patient on 2017-10-17, reporting that the patient was going to have surgery to install a new battery. No further complications were reported/anticipated.